Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Date of event. Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? The patient was admitted due to cervical spondylotic myelopathy. On (B)(6) 2024, the patient was given posterior cervical incision decompression, fusion and internal fixation under general anesthesia, fluid gelatin and hemostat were used for hemostasis during the surgery. During the hospital stay, the wound was unremarkable and he was discharged without suture removal. On (B)(6) 2024, the patient was admitted again due to postoperative infection of cervical vertebra. The patient was discharged with wound healing after debridement 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. He had a history of diabetes, poor glycemic control, and no glucose monitoring after discharge. The patient did not follow the doctor's advice to come to medical institution to change dressings regularly and changed dressings at home by itself, and the aseptic concept was not strong. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 4. For which type of bleeding was surgiflo used? Active bleeding. 5. What were current symptoms following the index surgical procedure? Onset date? On (B)(6) 2024. 6. Has any surgical or medical intervention been performed? Second admission for debridement, perfusion and drainage of postoperative infection of cervical vertebra. 7. What is physician¿s opinion as to the cause of or contributing factors of the infection on day 67? May relate to patient. 8. What is the patient¿s current status? Discharged. 9. What is the users experience w/ surgicel, surgiflo, and other hemostatic agents? Normal. 10. When the two syringes (the pre-filled syringe with the gelatin matrix (blue plunger) and the clear syringe with the liquid were connected, did it seem like a tight fit? Yes. 11. At what point did the part of the syringe break, i.e., upon connecting the two syringes? Yes, you may refer to attached photo. 12. At what point did the part of the syringe break, i.e., when the combined material (gelatin matrix and the liquid) was pushed back and forth 6 times? Yes. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? 2. Where was the surgicel used (on what tissue)? 3. How much surgicel was used during the procedure? 4. How much surgiflo was used? 5. Was the surgicel product left in place? Was the excess removed? 6. Was surgiflo removed or left in the patient after hemostasis was achieved? 7. Was the bacteria type identified, if yes, please elaborate 8. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative infection? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. For which type of bleeding was surgiflo used? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. How much surgiflo was used? 9. Was the surgicel product left in place? Was the excess removed? 10. Was surgiflo removed or left in the patient after hemostasis was achieved ? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of or contributing factors of the infection on day 67? 14. Was the bacteria type identified, if yes, please elaborate 15. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative infection? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel, surgiflo, and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior cervical incision, decompression, bone graft fusion and internal fixation procedure under general anesthesia procedure on (B)(6) 2024 and absorbable hemostat was used. The patient was admitted to the hospital for cervical spondylotic myelopathy and underwent surgery. During the surgery, hemostatic gauze and fluid gelatin were used to stop bleeding. During hospitalization, there were no abnormalities in the wound and the patient was discharged without suture removed. On the 67th day after surgery, the patient was admitted again due to postoperative cervical infection. Accepting surgery, healing and discharge. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the status of the return sample? No sample return. 2. What product is being returned for investigation, the surgicel or surgiflo? Na. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.